Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant rupture". Confirmed by mammogram. Device remains implanted. This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6 device photo analysis: visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
The device has been explanted.